Event description:
It was reported that the patient visited the emergency room with hyperglycemia on (b)(6) 2026. The patient's blood glucose levels reached 363 mg/dL while wearing the Pod (arm) longer than 48 hours. Symptoms reported included nausea, thirst and frequent urination. Patient was treated with intravenous fluids and a new Pod was placed. It was reported that patient smelled Insulin from the Pod. When the Pod was removed, patient stated the cannula looked bent. Patient reported moderate ketones. The patient was diagnosed with hyperglycemia. At the time of reporting, the patient remained under observation. No further details were reported.

Manufacturer narrative:
Inspection of the soft cannula did not find it bent, kinked, or damaged. The download data from the pod did not contain any timeouts, drive stalls, or hazard alarms that would indicate a struggle to deliver insulin. The received device had the cannula assembly fully deployed. No damages or manufacturing defects were observed. A leak test was conducted successfully; no leaks were found. No problems were found regarding the reported leaking during wear complaint. Lot Release records were reviewed, and the product lot met all acceptance criteria. Locked Down Smartphone: LOCKDOWNOmnipod Software App Version: 4.0.2Operating System: N5004L-AM-Q-MV01602-06-01.06Hardware: N5004LCGM Sensor Type: G6.Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our Cloud based on the reported date of event.